Event description:
Boston scientific received information that the communicator received data collection failure task (dcf) and no power light illuminated on the communicator. The patient advocate said that maybe a couple of weeks ago, communicator lost power. A boston scientific company representative had patient advocate requested to assure if power light on power cord brick was illuminated. The patient advocate claimed that it was indeed illuminated and added that the power light was not illuminated on the communicator. The company representative confirmed a power failure and requested a replacement communicator per process. Furthermore, a return label and a replacement communicator were sent separately. The communicator was no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the allegation was confirmed. The returned power brick measured and was whining. The power brick did get warm after twenty minutes. With a replacement power brick the communicator passed all baseline tests. The green led on the power brick cord was not on.